Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The procedure was an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and there were no visible calcium/plaque or tortuosity at the puncture site. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis >50% at or near the puncture site. There was no prior use of a closure device or manual compression at the target femoral site within 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showing, but the wire guide ring was not sensitive to sensing. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The procedure was an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and there were no visible calcium/plaque or tortuosity at the puncture site. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis >50% at or near the puncture site. There was no prior use of a closure device or manual compression at the target femoral site within 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. During retraction, the physician did not place their thumb on the plug deployment button, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showing, but the wire guide ring was not sensitive to sensing. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, with the indicator wire retracted. The indicator window was received on white/black position and the cowling guard was found unlocked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was unlocked with the indicator wire (iw) retracted. The functional analysis was performed successfully, the plug was deployed and the indicator window changed as expected. Microscopical analysis was performed and, the lock-out plate bonding, including the adhesive between the indicator tube and the posts of the lock-out plate, were inspected and no anomalies were noted on the specific components nor the internal mechanism. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not observed since the functional analysis was performed successfully, the plug was deployed, and the indicator window changed as expected. No anomalies were noted on the specific components nor the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the guard unlocked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition of the received device indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.